Event description:
A report was received that the patient had loss of stimulation due to high impedances. The patient underwent a revision wherein the extensions were replaced. The physician believed that there was a poor connection within the extensions. The patient was doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm . The explanted extensions were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.